Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited high thresholds. It was noted that the rv lead thresholds had begun to rise within weeks after the implant procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.